Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.5x28mm xience xpedition referenced is filed under a separate medwatch report number. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with mild calcification and mild tortuosity. The 3.5x48mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a dissection was observed distal to the implanted stent. Therefore, a 3.5x28mm xience xpedition stent was implanted to treat the dissection but, another dissection was observed. A 3.5x15mm xience xpedition stent was implanted to treat the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.